Manufacturer narrative:
Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the worst-case severity was s3. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. The complaint and its classification have been reviewed and it was determined that our containment action is a notification to management. A full investigation will be performed. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. The investigation will include a review of complaints with known batch numbers determined to be within scope. Summary of investigation: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Regulatory/ market assessment. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.' For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Visual resrv sample eval desc.: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 24apr2020 - 24apr2023 -complaint class: product use attributes -investigating site: pfizer kdp use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of product use attributes. There were three months (april 2020, september 2020 and march 2021) that included a higher-than-normal number of complaints (4, 4, and 7, respectively). A review of the previously completed complaint investigations determined that the reported defects were not confirmed, or process related. Additionally, the results from the query were evaluated by the sub-classes of 'performance not as indicated in label' and lack of effect. There were two months (april and september 2020) that included a higher-than-normal number of complaints (4 during each month). A review of the complaints received during april 2020 determined they were due to a remediation effort by pfizer us safety. A review of the four previously completed complaint investigations from september 2020 determined that the reported defect was not confirmed, or process related. No trend was observed that would require further investigation.

Event description:
Event verbatim [preferred term] one developed an abscess [abscess], indication: splenic artery embolization [off label use], indication: splenic artery embolization [device use issue], , narrative: this is a literature report from product quality group for the following literature source(s): "evaluation of splenic artery embolization technique for blunt trauma", j emerg trauma shock, 2021; vol:14(3), pgs:148-152, doi:10.4103/jets.jets_64_20. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for splenic injury, splenic artery embolisation. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: abscess (intervention required, medically significant), outcome "unknown", described as "one developed an abscess"; off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: splenic artery embolization". The patient underwent the following laboratory tests and procedures: angiogram: unknown results, notes: for splenic injury; imaging procedure: unknown results. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of abscess. Investigation result received on 30may2023. UDI-(if appl): 10300100000000. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the worst-case severity was s3. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. The complaint and its classification have been reviewed and it was determined that our containment action is a notification to management. A full investigation will be performed. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. The investigation will include a review of complaints with known batch numbers determined to be within scope. Summary of investigation: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Regulatory/ market assessment. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.' For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Visual resrv sample eval desc.: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 24apr2020 - 24apr2023 -complaint class: product use attributes -investigating site: pfizer kdp use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of product use attributes. There were three months (april 2020, september 2020 and march 2021) that included a higher-than-normal number of complaints (4, 4, and 7, respectively). A review of the previously completed complaint investigations determined that the reported defects were not confirmed, or process related. Additionally, the results from the query were evaluated by the sub-classes of 'performance not as indicated in label' and lack of effect. There were two months (april and september 2020) that included a higher-than-normal number of complaints (4 during each month). A review of the complaints received during april 2020 determined they were due to a remediation effort by pfizer us safety. A review of the four previously completed complaint investigations from september 2020 determined that the reported defect was not confirmed, or process related. No trend was observed that would require further investigation. No follow-up attempts are possible. No further information is expected. Follow-up (30may2023): this is a follow-up report from product quality group. Updated information includes: investigation results. Previously reported "splenic artery embolization" added as additional events and coded to off label use and device use issue. No follow-up attempts are possible. No further information is expected., comment: based on available information, a possible contributory role of subject product, absorbable gelatin, cannot be excluded for the events of abscess, off label use and device use based on temporal relationship. However, the reported event abscess may possibly represent a potential complication of the surgical procedure of splenic artery embolization. There is limited information provided in this report. This case will be reassessed upon receipt of follow-up information. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] one developed an abscess [abscess], , narrative: this is a literature report for the following literature source(s): "evaluation of splenic artery embolization technique for blunt trauma", j emerg trauma shock, 2021; vol:14(3), pgs:148-152, doi:(B)(6). A patient (no qualifiers provided) was included in this retrospective cohort study and received absorbable gelatin (gelfoam), for splenic injury, splenic artery embolisation. The patient was in the proximal group (proximal embolization was defined as occlusion of the main trunk of the splenic artery distal to the great pancreatic artery). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: abscess (intervention required, medically significant), outcome "unknown", described as "one developed an abscess". The patient underwent the following laboratory tests and procedures: angiogram: unknown results, notes: for splenic injury; imaging procedure: unknown results. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of abscess included splenectomy. No follow-up attempts are possible. No further information is expected., comment: based on available information, a possible contributory role of subject product, absorbable gelatin, cannot be excluded for the reported event of abscess, based on temporal relationship and the known product safety profile. However, the reported event may possibly represent a potential complication of the surgical procedure of splenic artery embolization. There is limited information provided in this report. This case will be reassessed upon receipt of follow-up information. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.